Event description:
It was reported that the patient presented infection and a hole in the scrotum that exposed the tubing of this inflatable penile prosthesis (ipp). There was no extrusion or migration of the device. A surgical procedure was performed to remove the existing ipp and implant a new malleable device. Upon explant no device issues were identified. There were no additional patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient presented infection and a hole in the scrotum that exposed the tubing of this inflatable penile prosthesis (ipp). There was no extrusion or migration of the device. A surgical procedure was performed to remove the existing ipp and implant a new malleable device. Upon explant no device issues were identified. There were no additional patient complications reported.